Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2028) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly false fired. It was further reported that the device allegedly fired without activation, immediately as the user released their finger from the priming mechanism. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be the cover is bent. The device was functionally tested and failed the tests as difficulty latching stylet sled and sled force test results out of tolerance identified during evaluation causing the gun very difficult to prime. It was observed during evaluation that the gun is very dry and parts are scraping together. Bent cover prevented unit from fitting in fixture so trigger force could not be measured. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device fired without activation issue, the investigation is determined to be confirmed for the identified gun was very difficult to prime issue, the investigation is confirmed for the identified inadequate lubrication as dry device components were observed during evaluation. And the investigation is confirmed for the identified incorrect, inadequate, or imprecise result or reading as the evaluation results determined the sled force test results were out of tolerance and the investigation is determined to be confirmed for the identified cover is bent issue. The root cause for reported device fired without activation issue, cannot be determined as the problem could not be reproduced. The root cause for the identified gun very difficult to prime issue is likely due to the dry components and out of tolerance sled force observed during the evaluation however the definitive cause could not be determined. The root cause could not be determined for the identified incorrect, inadequate, or imprecise result or reading (sled force out of tolerance). The root cause for the identified inadequate lubrication (dry device components) is determined to be use related. The root cause for identified cover bent issue is unknown. Labeling review: a review of bard magnum biopsy system instructions for use (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) determined the product labeling is adequate. Per the magnum biopsy system instructions for use, bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: d4 (expiry date: 08/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly false fired. It was further reported that the device allegedly fired without activation, immediately as the user released their finger from the priming mechanism. The procedure was completed using another device. There was no patient contact.